Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with a trial external neurostimulator (ens) for urgency frequency patient reported that reported that they thought they have uti . Patient finally started that they were unable to switch sides on their programmer. No further complications were noted or anticipated